Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the jaw tip of mega suturecut needle driver instrument broke inside the patient's body cavity. A fragment fell into the patient. The customer reported that the fragment was retrieved in the same procedure under visualization using an instrument. The procedure was completed. There were no post-operative tests performed. There was no surgical complication that occurred during the procedure as a result of the issue, and no additional surgical procedure was required. Both the mega suturecut needle driver instrument and fragment were sent to sterile processing department (spd).

Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.